Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be intestinal bacteria; however this was unable to be confirmed, the cause has been assessed as unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began unspecified nutritional and anti-inflammation treatment for peritonitis. At the time of this report, the patient was recovered from the event. On an unreported date, the peritoneal dialysis catheter was removed and dianeal therapy was discontinued (current modality was not reported). No additional information is available.